Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging after rebooting the pump, the patient attempted to confirm each setting on the verify screen and was unable to go to the home screen afterwards. The unresolved issue reportedly affected insulin delivery. This complaint is reportable as an issue with the pump not performing as intended may result insulin delivery function. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: no difficulty was found navigating past the verify screen. No damage was found to keypad. All buttons responded to presses appropriately. The keypad was removed; no damage was found to keypad. The reported issue was unable to be duplicated during investigation. Unrelated to the complaint, the display was observed to be dim with a red hue. The battery compartment was also cracked alongside of the pump.